Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was missing the alarm pressure knob; has minor physical damage. No patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Performed visual inspection and reviewed service history. Device had a bent front panel and missing alarm pressure knob. The customer's problem was confirmed. The root cause was attributed to customer damage. Replaced front panel, panel label, and alarm pressure alarm knob to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.